Manufacturer narrative:
Mfg. Site name - (B)(4). A visual examination of the returned resolution 360 clip device noted that the clip assembly was locked onto the bushing ,but the control wire was ball end separated. The clip prongs were locked into the capsule. A kink was noticed in the control wire and coil. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01947 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-01948 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that the two resolution 360 clip devices were used in the rectum during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. After manipulating the device, the clip was able to be released from the catheter. The second resolution 360 device also failed to release from the catheter, though the clip was removed from the patient while still attached to the catheter. The procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01947 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-01948 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that the two resolution 360 clip devices were used in the rectum during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. After manipulating the device, the clip was able to be released from the catheter. The second resolution 360 device also failed to release from the catheter, though the clip was removed from the patient while still attached to the catheter. The procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.